Event description:
It was reported that the customer was hospitalized with low bgs. Troubleshooting indicated the device was working properly. Suggested the customer contact the md to discuss other possible causes.